Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a spi bus failure (ec 1007 (machine and proximal pressure sensors failed), 1106 (machine pressure sensor calibration data error), 1107 (proximal pressure sensor calibration data error), 1110 (o2 pressure sensor calibration data error), 110e (air flow sensor calibration data error), 110f (o2 flow sensor calibration data error), 1113 (barometer calibration data error), 1127 (ovp circuit failed)). There was no patient involvement when the issue occurred. No patient or user harm reported. The sales representative reported that the device displayed a 1007 error code. The device was then evaluated at the service center, and the service engineer (se) reported that the device displayed a spi bus failure (ec 1007, 1106, 1107, 1110, 110e, 110f, 1113, 1127). The se replaced the data acquisition (da) board to resolve the issue. The device was cleaned and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.